Event description:
It was reported that patient was on therapy with datascope iab & iabp. Due to severe arrhythmia, decision was made to switch patient to arrow fos iab & autocat 2 wave iabp. Datascope iab was removed. Dr unable to load arrow iab over guidewire supplied with kit. A new insertion kit obtained and iab passed over guidewire and got stuck in insertion sheath. Iab removed & another datascope iab used. Customer reported problem caused delay in therapy. Patient died sometime later after being back on therapy.